Event description:
It was reported that the patient's device reached elective replacement indicator (eri) prematurely. High output was programmed on the device due to rising atrial lead thresholds. The device was removed and replaced. The atrial lead was found to be dislodged. It was noted that the lead had dislodged once before and was repositioned. The atrial lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was received and analysis indicated the device met expected longevity with normal depletion.